Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no drainage with the valve. The valve was stuck at 0.5. The patient experienced increased hydrocephalus and the valve was explanted.